Event description:
The patient reported blood glucose results of "279 mg/dl, 460 mg/dl, 160 mg/dl and 299 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.